Event description:
Upon removal of the pigtail catheter the tip of the catheter broke off. It was removed using an amplatz goose neck snare kit. No part of the device remained inside the pt. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Still under investigation.